Event description:
Healthcare professional reported unknown side "confirmed alcl." Healthcare professional additionally reported right side rupture, and seroma. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and lymphoma-alcl.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported unknown side "confirmed alcl." Healthcare professional additionally reported right side rupture, and seroma. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl. Upon review of received pathology reports, allergan medical safety determined that it should be reported as lymphoma-alcl-suspected. Only pathology marker cd30+ was provided. Alk- was not received. Upon review of additional information, the recall number previously reported in h.7./h.9. Should not have been submitted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, black particles in the shell and deformation. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported right side "confirmed alcl", "rupture", "seroma". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The device has been explanted.